Manufacturer narrative:
(B)(4). Date sent: 3/10/2026. D4: batch #666d76. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no reload present. Upon visual inspection, it was noted that the joint cover was damaged. No conclusion could be reached as to what may have caused the joint cover to be damaged. Further inspection revealed that, when the closure trigger was engaged, the jaws failed to close. No further functional tests could be performed due to the condition of the device, as the anvil would not closed when the closing trigger closed. To assess the internal components, the device was disassembled; during disassembly broken frames were observed, which prevented the internal parts from operating normally and therefore prevented the device from closing. The damage to the frame is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device psee45a lot number a98e64 and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 666d76, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device would not fire. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.